Event description:
Pt stated that he had a depuy summit pinnacle metal-on-metal hip implant stem implanted on (B)(6) 2008. He reported he has had the following symptoms off and on for several years since then: hip, knee and foot pain on both sides but mostly on the left, foot cramps that would wake him up every 2 hours at night, swelling in the knee and ankle, and difficulty walking. Pt stated that during his yearly examination, (B)(6) 2013, he mentioned these symptoms to his doctor. He reported that his doctor did a blood test that indicated that he had very high cobalt and chrome levels. He stated that his physician recommended a hip replacement. He had the hip implant replaced on (B)(6) 2014 and alleged that his doctor had to do a bone graft and clean the muscle tissue during the surgery. The pt stated that since the surgery, he has not had the symptoms return.